Event description:
Patient reported an abnormal shocking sensation during a skin surface electrotherapy treatment. The clinician was treating the patient for a status post tibial plateau fracture with internal fixation in the area of the knee. There was no injury to the patient as a result of the suspected incident. The patient was being treated with electrotherapy stimulation in the area of the knee. The patient had received 13 prior treatments for the same symptom in the same area without incident. The clinician prescribed the treatment parameters for the electrotherapy. The treatment was also supplemented with an ice-pac application applied directly over the electrodes and ultimately the knee area. No other obstructions and/or adhoc actions was applied. Upon the start of the treatment, the patient noted, what appeared to be smoke and sparks being emitted from one of the electrodes. The treatment was stopped immediately. The clinician inspected the knee for any injury. The patient did not receive an injury. Post incident the clinician did report that the electrodes appear 'tacky' enough to use.